Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/25/2016, that on (B)(6) 2016 the transmitter experienced a pairing failed. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on (B)(6) 2016. Complaint for a pairing failure could not be confirmed, however, transmitter failure was found and confirmed on 10/25/2016. The root cause was determined to be a defective transmitter post investigation. Based on the findings of a transmitter failure this is now reportable. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. Voltage test was performed on the transmitter, finding zero volts discharged. Data logs were downloaded and reviewed, finding a transmitter failed to pair on date of issue. The complaint is now confirmed. The root cause could not be determined post investigation.